Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. Two photographs of a 3.5 fr microintroducer were returned for evaluation. An initial visual observation of the photograph showed the gray, sheath handle was not fully seated in the collar of the dilator, causing the dilator to be positioned at an angle. Use residue was observed on the sample in the photograph. No other details of the damage could be discerned in the submitted photograph. Although a damaged microintroducer was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that placing a PICC at the bedside. Able to access the vessel, thread the guide wire, and insert the introducer without complications. At this time, this vast rn d/cd the entire introducer with the PICC, and aborted procedure on right arm. After this, vast able to place PICC on left side without issue. Additional information received 10/13/2023: it was reported that the introducer looks flattened. Event did not cause any patient harm or negative outcome. 1/24/2024 - during evaluation of the returned sample, the sheath handle was not fully seated in the collar.